Manufacturer narrative:
A review of the device history record for the lot was conducted and it was confirmed that the inspection for locks and clips was signed off for box 25. No statement was made regarding injury.

Manufacturer narrative:
Cubby beds has attempted to obtain additional information relevant to the investigation of the event of safety sheet locks. Follow up attempts: dec 30, 2024, jan 6, 8, 15, 17, 23, 2025. Order and lot information were requested but not received. Attempts for additional information were unsuccessful and no additional information was made available for this investigation. The manufacturing process utilized by cubby beds' supplier of bed frame poles includes an inspection of the hardware box for each bed to ensure that two locks and keys are included in the box, and that the frame hardware box is placed in the frame poles box. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. No statement was made regarding injury.

Event description:
The parent noted the child was unzipping the safety sheet and exits the bed. The parent asked if there was a lock. No statement was made regarding injury.